Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the mobile monitoring application received an error of transmission cannot be sent message, error code 612. The transmission issue had been present since the device was implanted. Troubleshooting steps included confirming a working wi-fi connection with multiple applications, power cycling the phone, restarting the application, and reattempting transmission, but the error persisted. The patient had no cellular signal, and attempts to switch from wi-fi to cellular were unsuccessful. The issue was escalated for further assistance. The patient received a bedside monitor and green and white commands were confirmed. The patient scheduled office visit to check the wireless setting on the crt-d implant. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: blv-bis-10 adaptor implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.